Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was not returned for analysis. The investigation determined the reported cuff miss appears to be related to calcification at the access site. Additionally, the reported patient effect is a known inherent risk of the procedure and the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other four proglide devices are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement in a calcified common femoral artery was attempted with five proglide devices, via a 6f sheath using a pre-close technique, prior to an endovascular aneurysm repair (evar) procedure. Reportedly, cuff miss occurred with five proglide devices. The sheath was upsized to 18f and the evar procedure was completed. There was tissue damage caused by the five cuff misses. Surgery was performed under general anesthesia to repair the artery with a vascular patch and to achieve hemostasis. The patient is doing well. There was no clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.